Manufacturer narrative:
The insulin pump was monitored for 6 hours with multiple basal rates and passed the reset error test. No blank display, display anomaly or unexpected restart was noted. All operating currents were within specifications. No unexpected battery alarm or battery indicator anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump repeatedly lost power without a low battery alert occurring first. The customer reported that he changed the battery multiple times, but the issue persisted. The customer stated that the insulin pump was not bumped or dropped. Blood glucose level at the time of the incident was 350 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.